Event description:
Cardiology consultation notes: "the patient has had a marked increase in the past several months of this right ventricular electrode resistance. Indeed, the resistance has doubled in that period of time to now being more than 1500 ohms." Patient with a dual-chamber pacer implanted in [date redacted] for sick sinus syndrome. These were fine line "electrodes." The ventricular lead had double its impedance recently as presumed to be fractured. The battery has been depleted. The patient then underwent removal and replacement of the generator and leads: ...the implanting incisional scar in the left infraclavicular chest wall was elliptically excised and incision carried down to enter the subcutaneous pacer pocket. A portion of the capsule was excised, and the leads were mobilized. These two fine line leads were mobilized down to near their insertion site in the left subclavian vein. The leads were disconnected from the header of the device, a boston scientific pacemaker model k063. The device was removed from the field. The patient had an adequate intrinsic heart rate and rhythm. The two fine line leads were left intact, although some of the insulation was shaved near the pin to permit passage of the laser over the leads. Laser locking stylets were passed down each lead in turn. Constant gentle traction failed to remove the leads. A 14-french excimer laser was mobilized for this purpose. Both leads were removed in their entirety without difficulty or complication.